Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additionally, the ICD and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. It was noted that the patient had been lost to follow up for 5 years. Boston scientific technical services (ts) discussed troubleshooting options. A copy of device memory was submitted to ts for analysis. The patient was fitted with a life vest and device and lead replacement was planned for an unknown date in the future. No adverse patient effects were reported. This product remains implanted and in service. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an invasive procedure was performed. The ICD was explanted and replaced for reported premature battery depletion (pbd) and the lead was unable to be explanted, so it was surgically abandoned and replaced. No additional adverse patient effects were reported.